Event description:
It was reported that an unknown substance was injected into the patient's penis and migrated to the scrotum, resulting in a capsule and the inability to use the pump and, therefore, inflate the device. A surgical procedure was performed to remove the ipp. No device issues and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.